Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that during the pulmonary vein isolation procedure faradrive steerable sheath was selected for use. It has been mentioned that the valve of the sheath was leaking. The procedure was completed successfully using different faradrive sheath. No patient complication occurred. The product was received for analysis. It was further reported that saline leak and visible air bubble were observed from the valve during aspiration after the sheath insertion into patient. A pressure bag was used for irrigation.

Event description:
It was reported that during the pulmonary vein isolation procedure faradrive steerable sheath was selected for use. It has been mentioned that the valve of the sheath was leaking. The procedure was completed successfully using different faradrive sheath. No patient complication occurred. The product is expected to return for analysis. It was further reported that saline leak and visible air bubble were observed from the valve during aspiration after the sheath insertion into patient. A pressure bag was used for irrigation.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.